Manufacturer narrative:
The results code grid has been updated. The initial medwatch report indicated: results code grid: operational problem identified the initial medwatch report should indicate: no device problem found.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and could not duplicate the reported issue. The battery pins were replaced as a precaution and proper device operation was observed through functional and performance testing . The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.